Manufacturer narrative:
Corrected data: e2 & e3 (the correct information has been obtained and provided.) This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 error whenever any scope is connected to several series cv-190 (evis exera iii video system center) towers. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus. In speaking with olympus technical assistance center (tac), the customer reported that the b30 error was not cleared prior to connecting another scope. The tac representative advised the customer that the b30 error is likely the result of one scope and to narrow down which scope it is. The customer was advised to shut down the series 190 tower, connect the scope and then boot up the tower to see if the error occurs. If the error does not occur, the customer was advised to proceed with the same troubleshooting steps on the next scope. The customer was also advised to clean the contacts with 70% ethyl or isopropyl alcohol using a lint free cloth as the process is repeated. The customer will test the scopes and was provided with information to have the scope evaluated/repaired once found. A supplemental report will be submitted if additional information is provided by the user facility.